Manufacturer narrative:
H6: d1102 code updated, previously updated d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device was returned in a (double) resealable bag, and it was in broken condition. The proximal end of the inner assembly was detached from the outer assembly. The inner shaft was broken 0.54 inches from the distal end of the inner hub to the broken point. There were traces of black and white residue observed on the broken shaft. The inner shaft spiral wrap was expanded/stretched. It was also observed that the distal outside diameter end of the inner hub was deformed. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.358 inches in deformed area which was out of specification. There was no damage noted to the outer tube, outer hub, or the irrigation port. The functional testing could not be performed due to damaged condition of the device upon return. H6: codes updated, previously updated codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device was returned in a (double) resealable bag. The proximal end of the inner assembly was detached from the outer assembly. The inner shaft was cut by service and repair and cut portion of the shaft measured 0.54 inches from the distal end of the inner hub to the cut point. There were traces of black and white residue observed on the shaft. The inner shaft spiral wrap was expanded/stretched and broken upon return. It was also observed that the distal outside diameter end of the inner hub was deformed. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.358 inches in deformed area which was out of specification. There was no damage noted to the outer tube, outer hub, or the irrigation port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery, bur could not be removed from the m5 handpiece. It was observed that the bur is stuck and broken, the bur was cut at service and repair. Procedure was completed with back-up products. There was no patient impact.